Manufacturer narrative:
Device evaluation results are: the reported broken graft cover was not confirmed; however, inspection of the returned delivery system revealed several kinks and folds along the graft cover indicating that the device may have been passed through tortuous anatomy. From the sizing worksheet provided, there appeared to be a synthetic graft implanted in the rcia, about 53 mm from the origin of the rcia. There was a synthetic graft in the lcia, about 63 mm from the origin of the lcia. The right iliac artery diameter ranged from 8.3-9-8.5-7.8-7.7 mm. The left iliac artery diameter ranged from 12-9-8.4-8-8 mm. The iliacs were moderately tortuous.

Event description:
Additional information was received as follows: it was reported that the graft cover was kinked, bent or damaged when the delivery system was inserted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was inserted in a patient for the endovascular treatment of a 4.7 cm diameter abdominal aortic aneurysm. It was reported that the graft cover was broken when the delivery system was inserted and the device could no longer be used. The device was replaced with a backup device and the procedure was completed. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.